Event description:
It was reported that the xience xpedition stent dislodged when the yellow protective sheath was removed. The stent was found inside the protective sheath. There was no resistance encountered during removal of the sheath and excessive force was not applied during removal of the sheath. The device was not used and there was no patient involvement. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. There were crimp marks visible between the balloon markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Manufacturer narrative:
(B)(4).